Event description:
This system was explanted because of intermittent oversensing, noise and several shocks on the rv lead. The physician speculates that there might have been a lead fracture. The associated ICD was explanted because, it was at eos indication.